Manufacturer narrative:
The reported lead was received in one piece. Electrical testing was performed and no anomalies were noted. The stylet was unable to advance at the connector region due to an over torqued inner coil. This damage is consistent with that caused by the procedure. No other anomalies were noted.

Manufacturer narrative:
(B)(4).

Event description:
During the implant procedure, the stylet could not be inserted in the lead. A new lead was implanted and the procedure was completed with no adverse patient consequences.